Event description:
Systemic complications due to side effects from breast implants. Started within a year of getting implants and slowly progressed over 13 years. Multiple unexplained symptoms with no source of disease found, after seeing multiple specialist, multiple tests, and blood work over a course of 10 years. Never had one health issue until breast augmentation. Too many tests to list. Reference report: mw5115965.